Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Fisher and paykel (f&p) has requested the return of the subject device for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in finland reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was found damaged before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval method: the bc191 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the complaint device revealed damage between the fourth and fifth at the circuit connector side. The film was also observed to be wrinkled and torn, indicating that force had been applied, causing the tube to deform and then break. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the bc191 flexitrunk infant nasal tubing. Based on our knowledge of the product the tubing was likely subjected to excessive force as the observed damage indicates that the tubing had been pulled to an unintended extension. All bc191 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A healthcare facility in finland reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was found damaged before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.